Event description:
During use for a cardiopulmonary bypass procedure, the user reported foreign matter in the connector preventing the flow fo blood. The procedure was concluded without incident. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.